Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements above 3000 ohms. Technical services (ts) was consulted and recommended further evaluation. In addition, the lead is exhibiting loss of capture. Lead fracture is suspected, the system was reprogramed and a revision procedure was scheduled. This pacemaker was explanted and the right ventricular (rv) lead was surgically abandoned. Another pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements above 3000 ohms. Technical services (ts) was consulted and recommended further evaluation. In addition, the lead is exhibiting loss of capture. Lead fracture is suspected, the system was reprogramed and a revision procedure was scheduled. This pacemaker was explanted and the right ventricular (rv) lead was surgically abandoned due to lead fracture. Another pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.